Event description:
It was reported that the procedure was to treat a long 90% stenosed lesion in the distal left anterior descending artery with mild calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system (sds) was advanced; however, after repeated attempts, the sds could not cross the lesion. During the attempts to push the sds, the proximal shaft separated, outside the patient anatomy. The xience v sds was removed without issue. A new sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: ebu 3.0 (6f). (B)(4): against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.